Manufacturer narrative:
(B)(6).

Event description:
It was reported that an asymptomatic patient presented by transtelephonic monitoring with no magnet rate. The patient was brought into clinic for further testing. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.